Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to an unknown procedure, a safe-t-j amplatz whisker extra-stiff support heparin coated wire guide was found to be unraveled upon opening the package. Reportedly, the device was unraveled three to four centimeters from the tip. The device did not make patient contact. Another device was used instead to complete the procedure. There has been no report that the patient experienced any adverse effects due to this event. Investigation evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control procedures was conducted during the investigation, as well as a visual inspection of the complaint device. Inspection of the complaint device confirmed mandril protrusion beginning 1.7 centimeters from the apex of the curve. The length of protrusion was two millimeters. A document-based investigation evaluation was performed. A review of the device history record revealed no related nonconformances associated with this lot. A complaint history search revealed no other complaints associated with this lot number. There is no evidence to suggest from the complaint file, device history record, complaint history, design verifications, device validations, manufacturing documents, or device failure analysis that the device was manufactured out of specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps in the manufacturing or quality control processes were found. Investigation has concluded that there is objective evidence to suggest that the device was manufactured to specification. While the reason for the failure could not be determined, a possible reason for the failure may include the shipping and/or handling of the packaging/device. Risk was reviewed for this event and no risk mitigating activity is recommended at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Initial reporter: customer name and address= (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, a safe-t-j amplatz whisker extra-stiff support heparin coated wire guide was found to be unraveled upon opening the package. Reportedly, the device was unraveled three to four centimeters from the tip. The device did not make patient contact. Another device was used instead to complete the procedure. There has been no report that the patient experienced any adverse effects due to this event.